Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the pump was set up for infusion, but it did not infuse at all. There was patient involvement but no harm.

Manufacturer narrative:
Correction :omit g02001 - antenna. Additional information :imdrf annex a, g, c and d grids.

Event description:
It was reported that the pump was set up for infusion, but it did not infuse at all. There was patient involvement but no harm.

Event description:
It was reported that the pump was set up for infusion, but it did not infuse at all. There was patient involvement but no harm.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device with serial number (B)(6) is a concomitant and this file has captured the correct suspect device with serial number (B)(6) as per investigation report. Correction: medical device serial # and device manufacture date. Omit: a140502 - free or unrestricted flow (2945), g07001 - part/component/sub-assembly term not applicable, b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c and g codes and manufacturer narrative. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. H3 other text : not applicable. Device evaluated by bd.